Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported elevated blood glucose readings for the past month. He stated his readings have been as high as 450 mg/dl with his typical range being 60-100 mg/dl. He said he treated his readings by bolusing insulin through his infusion device and increasing his basal rates to 2 units per hour. To troubleshoot, the pt confirmed the basal rates and time on his infusion device are accurate. He stated, he is on peritoneal dialysis and recently had a number of infections from pneumonia. He said he never uses the area above his belly button for infusion sites. Site management was discussed with the pt and he said he would try placing his site on the upper portion of his stomach away from any scar tissue. Further attempts to contact the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.